Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient receives dilaudid (3.5mg/day at 15mg/ ml), clonidine (70mcg/day at 300mcg/ml), and bupivacaine (1.667mg/day at 5.0mg/ml) via an implantable infusion pump for spinal pain indications. It was reported that the patient lost a significant amount of weight in the time after their pump replacement on (B)(6) 2024 resulting in discomfort and pain around the pocket and an inability to support/accept the weight of the pump. It was in the healthcare provider's (hcp) professional opinion to move the pump from the left low back to the abdomen for more comfort. A pocket revision was performed for patient comfort. A patient factor that contributed to the event was loss of weight during normal use. Troubleshooting and actions included moving the pump from the left lumbar spine to the right abdomen. In doing so, the pump segment of the catheter was replaced as it was not long enough to reach the right abdominal region and this segment was discarded by the hcp. There were no problems with the function/use of the pump or catheter that resulted in the surgical intervention taking place, as the patient continued to have good pain relief and no signs or symptoms of withdrawal. The issue was resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.